Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-03 . H6: investigation summary twenty-one (21) actual samples were received by our quality team for evaluation. The samples were subjected to visual inspection to check for open / incomplete seal, and the seal width was measured. For all samples, an open seal was observed at the peel tab area, with 16 units with the product exposed and 5 units with the product not exposed. For 20 samples, an open seal was observed at the other end sealing area, with 15 units with the product exposed and 5 units with the product not exposed. For all samples, no open seal was observed at the lateral sides of the sealing area (where the perforation lines are). When fully peeled open, there was also a complete seal transfer observed on the whole circumference of the sealing area, with the seal width within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There was no open/incomplete seal defect was found during routine in-process and outgoing inspections. The process parameters for the sealing process were also within specifications. A complete seal transfer was observed on the whole circumference of the sealing area, with a seal width within specification. This is an indication that the sealing process was completed at the tuas manufacturing plant, with a proper transfer of the sealing from the top web to the bottom web. This defect could occur outside of the tuas manufacturing plant.

Event description:
It was reported when using the bd insyte-w winged bl 22ga x 1.0in, the device experienced a damaged or open unit package where the sterility of the product is compromised. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: burn surgery, packaging degumming of insyte needle holder end.

Event description:
It was reported when using the bd insyte-w winged bl 22ga x 1.0in, the device experienced a damaged or open unit package where the sterility of the product is compromised. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: burn surgery, packaging degumming of insyte needle holder end.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte-w winged bl 22ga x 1.0in, the device experienced a damaged or open unit package where the sterility of the product is compromised. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: burn surgery, packaging degumming of insyte needle holder end.